Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valve trocar cannulas leaked during a procedure. The procedure as completed with no patient harm. The sample has been requested for evaluation.

Manufacturer narrative:
The samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 24 additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. Investigations have been completed and actions are presently being implemented to reduce the frequency of complaints for this issue. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).